Event description:
This device was implanted on (B)(6) 2006 and explanted on approximately(B)(6) 2011 due to an infection. The physician was dr. (B)(6). No other information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).